Event description:
An ipp device was implaneted on 05/29/1984. A connector was revised on 09/23/1991. The pump and cylinders were removed from the pt and replaced, date and reason not indicated. Ams has requested additional information. Information received on 07/16/1997 indicates the surgery was performed on 06/04/1997 due to would not inflate.